Event description:
Disposable warming pads applied to patient in cardiac or with operating room procedure set to begin 40 minutes later. Patient was in supine position throughout or case with warmer on. Admitted to ccu with temp of 35.6 degrees c. Temperature documented as 36.8 c 9 and 1/2 hours later, and possibly device turned off but pads were left on the patient. First patient turn documented 5 hours later (possibly pads were not removed until 6 hours after this). At the time of the pad removal, nurse documented 'burns' noted on both scapulae, 3 x 5 cm on the right, and 2 x 4 cm on left. Burns were reported to the surgeon, and were possibly caused by prolonged warming time and unusually long or time/csu recovery, which led to the device not being turned off for over 14 hours. Areas treated with silvadene ointment.